Event description:
It was reported the patient was using setting for night time because he doesn't need it during the day, and like to know if that was correct. Reports he has no trouble during the day. Since implant symptoms changed at night and he didn't have to get up 8 times at night. The night before reported event date the patient woke up 6 times because symptoms came back. He will increase stimulation in the evening to be more powerful. The patient reports setting was on program 1 at 8.4 volts. The patient asked about check box next to program number. He changed to program 2 at 5.0 volts and feeling stimulation a little. It was reported two weeks later the patient had a loss of therapeutic effect which was a loss of bladder control. The patient had neurostimulator for bladder control. The patient was running out of combinations of numbers to use. He has not talked to the healthcare provider or representative. The patient called back and said changing the combination of numbers seemed to improve. The patient was good for about a week and then the symptoms came back. Right now he was on program 4 at 4.8 and does not see the lightening bolt. The patient pressed the ins (stimulator) on button and now sees the lightening bolt. The patient does not feel any stimulation right now at 4.8. He usually turns off his ins during the day and on at night due to having symptoms more at night. He was getting stimulation during the day that was slightly uncomfortable. He would have to go up to 5.5 before feeling stimulation. Right now he does not feel any stimulation. It was noted that the patient will see how symptoms go in the next few days.

Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0hhu5, implanted: (B)(6) 2014, product type: lead. (B)(4).